Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 8 devices had worn components; 2 devices had sticking components; 3 devices had damaged/bent components; 2 devices were dirty. 1 device was not repaired as the customer declined the repair. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 15 malfunction events, where it was reported the brakes were difficult or unable to engage. 13 events had no patient involvement. 2 events it is not known if patients were involved.